Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient leaned forward to pick something up and they felt a shocking sensation at the ins site. The patient felt pain in the buttock surrounding the ins site after the shock. Later, approximately 10 days before the report, the patient felt the same shocking sensation at the ins site when laying down in bed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no actions were taken to resolve the shocking at the ins site, but the issue resolved. No further complications are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-14. Their team has an appointment scheduled for (B)(6) 2019 at 1pm so they will provide more information when they see the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and via a rep. It was reported that in 2018, the patient started experiencing a sharp jolt of electricity that caused them a lot of pain in the area of the ins site after the shocking occurred. It occurred again several days after the initial event when they went to stand up and had leaned forward. The patient notified their doctor of this, and the doctor redirected them to meet with a manufacturer representative (rep). When the patient met with the rep, the rep was unable to identify any problem with the device, and thought maybe it was a nerve or muscle issue. The rep performed reprogramming at that time. It was noted the patient had been using the device daily but had started developing pain at their sacral-iliac joint in their right hip, which was on the same side as the ins. Then, around (B)(6) 2018, the patient had forgotten to charge the ins. Then around (B)(6) 2019, they noticed the pain around the ins site that they had for the past year was gone. But after they recharged the ins, the same pain returned. They notified their doctor again, and the doctor redirected them to meet with a rep. Instead, the patient decided to turn the ins off for a month, and during that time they did not have pain around / over the ins site. When they would turn the ins back on, the pain would return. Then, on (B)(6) 2019, when the ins was off, the patient had leaned forward and then felt a shocking sensation. They recharged the ins on april 10, 2019, and when they leaned forward they did not feel any shocking until (B)(6) 2019 when they leaned forward again. On (B)(6), they felt 4-5 sharp jolts in their buttock area. They leaned forward again and felt it again, which caused the patient to moan because their pain level went to a "10". The patient immediately turned the stimulation off. On (B)(6) 2019, the patient's pain level dropped to a level of "4", but they were extremely afraid to turn the device on again because they knew the shocking was coming from the ins. It was confirmed that the patient had not experienced any falls, trauma nor had exposure to electromagnetic interference (emi). The patient has not had any x-rays since the initial "zap". They were redirected to see their doctor and a rep to perform tests and to check the device. The patient has been scheduled to meet with the doctor and the rep on (B)(6) 2019 to interrogate and check the ins. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-17. The cause of the shocking sensations and pain around the ins site was not determined. An impedance check was normal. The device was reprogrammed and the patient reported the system seemed fine. Additional information was received from a rep on 2019-jun-19. The rep is on their way to meet with the patient who has had their surging/jolting issue. Technical services reviewed considerations for troubleshooting, specifically electrode impedance test, positional assessment, and programming. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient re-reported their shocking sensations in april. They reported that they fully charged their ins on (B)(6), and the next day, while making dinner, they leaned forward and felt five rapid sharp jolts and moments later another sharp jolt coming from the ins. They re-reported that they turned it off immediately. They added that the electrical jolts caused their body around the medial end of the battery to itch and burn which developed into an intense pain that radiated up toward their waist. They stated that just walking around in their house was uncomfortable and if they leaned forward it made them moan with pain. It took over a week for the pain to subside. They re-reported their shocking incident in july as well when they leaned forward which caused severe pain, occurring a couple days apart. They stated they had contacted their doctor to inform them of their most recent ins experience and were awaiting their appointment on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. The cause of the shocking was because the patient¿s stimulation was ¿too high¿ in resting position. The patient¿s therapy was adjusted to comfort and educated on the patient programmer to know how to readjust the stimulation. The adaptive stimulation (as) was also configured and adjusted to confront in laying down position. The account was notified. No further complications were reported/are anticipated.